Event description:
The external pulse generator (epg) suddenly paced at 180ppm (pulses per minute) while the rate was set at 80ppm. The patient went into ventricular tachycardia and was coded. Rescue was successful, and the patient was fine.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions. The initial report was originally submitted under report #2183613000-2002-00001 from a legacy system. Due to system limitations, this supplemental report could not be linked to the initially submitted report.